Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: fiber breakage, dents on the distal edge, light guide adapter is loose, and the video connector has cracks on the side. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause was due to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited fiber breakage, dents on the distal edge, the light guide adapter was loose, and the video connector has cracks on the side. There was no patient involvement.